Manufacturer narrative:
Nerve damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having major problems and thought it was possible it had caused nerve damage over the last two years. They immediately started having bowel issues after implant, and problems got worse little by little. Then they started having major problems in the groin, and the doctor said the patient must have a muscle problem. This had been going on for over a year. The patient turned the device off and the pain in their urethra/groin went away. They noted they had also read about possible risks of the implanted system online, and that was one reason they were concerned about possible nerve damage. They spoke to the manufacturer representative who told them to keep changing the program. The patient believed they had tried more than seven programs at this point, and indicated the doctor had brushed off their concerns. They would be seeking a second opinion from another doctor within the same system, but were waiting to schedule. They also stated they asked the manufacturer representative about getting the system removed, and they said they could not get it removed, but when the patient spoke to their doctor about this, they said that was not true. The patient was redirected to their healthcare provider to further address the issue, their therapy concerns, and wishes to have the device removed. There were no device issues or further patient complications reported at this time.

Event description:
Additional information was received from the patient. The patient reported they had the device removal/replacement on (B)(6) 2021. The device will be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back and said that they have decided that they would like to have the system removed; however, they said that the surgeon had questions about the material of the lead, and if it has metal. Patient services reviewed information. The patient asked about MRI guidelines. Patient services reviewed information and redirected the patient to consult with surgeon and explained if surgeon has any questions, that the surgeon can contact technical services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.